Event description:
It was reported that patient's heart rhythm converted to atrial fibrillation during a cardiomems implant procedure. Reportedly, the event occurred during right heart catheterization (rhc) but before cmems deployment. Patient did not experience any symptoms and sensor was able to be implanted without any further issue. The patient is a clinical study patient and the issue is related to the procedure but not to the device. Patient is stable and was discharged the same day.